Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an unrelated issue. Upon interrogation, the pacemaker was in backup vvi mode. A device download was performed and the device was successfully restored. Patient was stable before, during, and after the event.